Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative of right thyroid lobectomy procedure, the patient had a 3 days hematoma and required a reoperation to stitch to stop the bleeding. Bleeding with 100cc and blood transfusion was not necessary.